Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces found during failure analysis. No scrolling numbers display anomaly noted. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Event description:
The spouse reported via phone call that the customer received a button error alarm. The spouse also reported pressing the escape button did not cause the insulin pump's screen to flash. The customer's blood glucose was 209 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.